Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a renegade stc microcatheter catheter in the hoop. The complaint device arrived in the packaging hoop and could not be removed. A syringe filled with water was attached to the hoop and was flushed. Once the hoop was flushed, the complaint device easily removed from the hoop. Analysis of the tip and shaft consisted of microscopic and visual inspection. Inspection revealed the inner shaft was stretched for 48.5cm with the outer shaft broken in three areas over the stretched area. The first fracture was located 6mm from the strain relief. The complaint device arrived in the packaging hoop and could not be removed. Inspection of the rest of the device found no other damage.

Event description:
It was reported that catheter tip was broken. A 105/20/straight/1ro renegade stc 18 was selected for use. During preparation, it was noted that the tip was broken and the device was cracked when unpacking. The device was not used within the patient. No patient complications reported.